Manufacturer narrative:
It was reported a sierra cervical construct was removed the same day as initial surgery. No product lot information, explants, radiographs or CT scans have been received. DHR review and product investigation cannot be completed, as the product was discarded by the hospital. Revision surgery was completed with no additional complications. Surgeon will continue to monitor patient's postoperative progress. Review of labeling notes: intraoperative warnings: if the construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. *contraindications relative contraindications: unsuitable or insufficient bone support. The root cause is unknown, but the patient's anatomical condition and bone quality may have caused or contributed to the event.

Event description:
During initial surgery, hardware was unable to secure into patient's bone enabling construct to fail. Bone screws, from c3 through c7, backed out allowing rods to slip out of alignment. Revision occurred to remove construct and reportedly re-instrumented two days later.